Manufacturer narrative:
The customer returned the meter. The reading high complaint was not confirmed and no new issues were observed. All results were within range specification, the standard deviation was within specification and no errors were observed during control solution testing.

Event description:
A customer reported he obtained a reading of 260 mg/dl on his blood glucose meter and compared to lab result of 130 mg/dl. The tests were reportedly performed within ten minutes. The results when plotted on a parkes error grid fell into the "c" zone. The "c" zone result shows the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.